Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left essure device was seen protruding through the left cornea'), device dislocation ('adherent densely to the omentum (left)') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine pain, dysfunctional uterine bleeding and abdominal adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, anxiety, back pain, device dislocation, dysgeusia, dyspareunia, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, tooth disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : events- "the left essure device was seen protruding through the left cornea, adherent densely to the omentum (left)", reporter, removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('the left essure device was seen rotruding through the left cornea'), device dislocation ('adherent densely to the omentum (left)') and pelvic pain ('chronic pelvic pain/increasingly severe pain'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine pain, dysfunctional uterine bleeding and abdominal adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, medical device discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, anxiety, back pain, device dislocation, dysgeusia, dyspareunia, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, tooth disorder and uterine perforation to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.